Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection and leak between the supply line and supply bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of five. The patient was connected at the time of the alarm. The patient stated that when the homechoice alarmed, they could see that the supply bag had not been tightened properly to the line. The shelf the bag had been on was wet, but none of the bags had disconnected. The patient stated they didn¿t recall seeing anything unusual about the supplies when setting up for therapy. The patient could not recall if the connections had been secure. The technical service representative (tsr) explained the alarms, assisted the patient in removing the set up, and reviewed proper procedures with the patient. The patient stated they would complete therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.